Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/26/2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. Data was received for evaluation. However, no audio output cannot be confirmed through data review. A root cause cannot be determined. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A global communication tool audio test was performed to verify audio tone from speaker, and it passed. The reported event of no audio output was not confirmed. The root cause could not be determined.